Event description:
On (B)(6) 2014, the health care provider was trying to resuscitate and stabilize a patient via i.v. Infusion. There were several difficulties with insertion of the i.v. Catheter, with tubing, the infusion and the pump. The resuscitation was unsuccessful and the patient was deceased.

Manufacturer narrative:
Bd was directly informed of the event by the irish regulatory body. No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown.